Manufacturer narrative:
Additional information: g3, h3, h6. The complaint allegation is confirmed based on the customer-provided picture. Visual evaluation of the customer provided photo noted the suture of the sutures with needles was damaged and bunched up. Refer to attachments. Based on the information provided which may include pictures and the event description, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error. This failure usually occurs when the anchor is not advancing into the bone, and the driver shaft is spinning inside the anchor causing the sutures to break.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 07/29/2025, it was reported by an arthrex subsidiary employee via (B)(4) that an ar-1920nsf suture anchor rolled up and sutures already cut. The case was completed using another 5.0 anchor.